Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the ultrasonic probe had cuts and cracking adhesive around the pink rubber, and the ke-45 adhesive was also missing on the elevator cover. The most probable cause of the discovered damage is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasonic probe of the ultrasound gastrovideoscope had cuts and cracking adhesive around the pink rubber. The ke-45 adhesive was also missing on the elevator cover. There was no patient involvement.